Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a return of symptoms. It was unknown if there were any external or environmental factors that led to the event. An impedance measurement was taken. The patient's ins was explanted and replaced. It was reported that the issue was not yet resolved. No further complications were reported or anticipated. Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that on the right side there was greater than 40,000 ohms impedance on all of the contacts. The ins was replaced and the impedance issue resolved. There are no further actions or interventions planned.

Manufacturer narrative:
Analysis determined that the implantable neurostimulator (ins) is functional; however the battery is not in new condition. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.